Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Manufacturer narrative:
Initial evaluation of the console could not duplicate the alleged complaint condition. Review of the console log data confirmed the error codes that were recorded. Disassembly and visual inspection of the console found evidence of fluid intrusion on the solenoid isolation pcb and on components that drive the vent valve. The point of fluid intrusion was determined to be through the side panels of the console. This console is about 19 years old and component wear is not unexpected. Once the pcb was cleaned, the console was tested and the console successfully passed all performance and functional testing.

Event description:
The hospital reported an issue encountered with the mps console during use. The perfusionist stated that the console vent valve was opening during the delivery of the arrest agent. As a result of the alleged issue, the perfusionist said she clamped the vent line and continued to use the console for the remainder of the surgery with no issues. There were no patient complications reported as a result of the alleged incident. The console was returned to the manufacturer for analysis.